Event description:
It was reported that fluid accumulated in the device pocket. Bacteriological test results were negative. It was suspected that the patient had an allergic reaction to the composition of metal alloy from the pacemaker can. The patient was scheduled for allergen testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.